Event description:
It was reported to boston scientific corporation that an obtryx system was used during the placement of a vaginal sling. The sling procedure was performed in 2008. According to the complaint, one year after the procedure, the patient presented with vaginal pain and dyspareunia. Several attempts at follow up have been unsuccessful.